Event description:
Event description guidant received information that, upon interrogation, this implantable cardioverter defibrillator (ICD) was discovered to be deactivated. No error message was displayed, and the device was programmed to allow magnet deactivation.